Event description:
This spontaneous report was received on (B)(6) 2013, from a female nurse (age unspecified) reporting on self from the united states. The medical history and concomitant medications were not reported. On an unspecified date, a few days ago, the consumer started using o.b. Procomfort super plus vaginally, for menstruation, intermittently (lot number and expiration date unspecified). After about an hour, following the use of the tampon, she experienced dizziness and weakness. After an unspecified duration, she consulted a physician and was diagnosed with toxic shock syndrome (tss). The action taken with the device and outcome of the event were unknown. This report was assessed as serious (medically significant). The company causality was assessed as related.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is 05-nov-2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a female nurse (age unspecified) reporting on self from the (B)(6). The medical history and concomitant medications were not reported. On an unspecified date, a few days ago, the consumer started using o.b. Procomfort super plus vaginally, for menstruation, intermittently (lot number and expiration date unspecified). After about an hour, following the use of the tampon, she experienced dizziness and weakness. After an unspecified duration, she consulted a physician and was diagnosed with toxic shock syndrome (tss). The action taken with the device and outcome of the event were unknown. This report was assessed as serious (medically significant). The company causality was assessed as related. Additional information received on 09-oct-2013. The consumer did not provide a lot number and no sample has been received as of 08-oct-2013. A review of the complaint data revealed no trend. Based on the investigation results, due to lack of lot number and complaint sample and in the absence of trend, no assignable cause was identified. Complaint trends would continue to be monitored. This report remains serious (medically significant).